Event description:
The customer reported that the insulation boot on the device came off. Although asked, the site was unable to provide further information on the incident. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(4) 2010. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.